Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified neurological surgery, it was observed that the motor device had a broken hose and an e5 error code. It was reported that there was no delay to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the cord, broken wires and an e5 error code. Therefore, the reported condition was confirmed. It was also noted that the hole in cord was consistent with mishandling of the device by allowing the cord to come in to contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. It was determined that the broken wires caused the e5 error. The broken wires were consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord and damaging the wires. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.